Event description:
Pt developed severe inflammation two days postoperative, referred to as "corneal toxicity". Pt also presented with iritis one month postoperative. The lens remains implanted in pt's eye.